Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this ins has been explanted and will be returned. During replacement surgery, the existing lead passed on all impedances on all electrodes. Additional information was received from a manufacturer representative (rep) on (B)(6) 2023. The rep reported that the ins was explanted and was replaced on (B)(6) 2023. The caller states the product was explanted due to 'battery failure'.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that after meeting with the patient (pt) and hcp, the rep reports seeing eos message when attempting to connect to pt's ins with both pt and clinician app. Rep reports that pt had their old ins for about 4 years, and that settings stayed the same after getting the new ins 1 year ago. Rep reports that impedance values were within normal range both at implant and 6 months ago when the ins was last interrogated, and that pt remained on 4.7ma to their knowledge. Rep reports that pt has not had any recent MRI's or exposure to emi, or falls/trauma to the area that they are aware of. Rep reports that pt did not notice a return of symptoms. Rep also stated that pt did not recall seeing any eri message, but does not use their programmer often, only noting the eos message today because of a regularly scheduled appointment. Troubleshooting was unable to be performed as ins is at eos so impedance values were not able to be checked. Rep reports that because pt has not had a return of symptoms, they have not yet made a decision to replace the ins. Additional information was received from a manufacturer representative (rep) on (B)(6) 2023 the rep reported that it is unknown if the issue was caused by normal battery depletion, and the cause is unknown. The steps that will be taken to resolve the issue are unknown, but they are considering replacement. The issue has not been resolved. Device removal or replacement is possible, but there is no date of surgery. Patient is going to return to the clinic in 3 months to discuss replacement. Additional information was received from a manufacturer representative (rep) on (B)(6) 2023. The rep reported that the most likely cause of this issue was possibly high settings (3.9ma). Patient will return to the clinic in 3 months to discuss replacement surgery.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that upon receipt an unknown anomaly was observed. Destructive analysis traced this to the hybrid circuit board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.